Manufacturer narrative:
Sample info was not provided. Quality control (qc) data was not provided. The field service engineer evaluated the analyzer, including working with the customer to load one reagent pack at a time to evaluate when the fliers were occurring. Replaced all pipettors, completed required alignments, and checked/completed required alignments of the analytical module. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events. This MDR represents event 3 of three reported by this customer. The related mdrs that have been reported are: MDR 2122870-2011-03757, 03758.

Event description:
Customer reported an erroneous high access vitamin b12 test results were obtained for three pts when using the unicel dxi 800 access immunoassay system. Customer was experiencing intermittent elevated vitamin b12 test results on quality control and pt samples. The erroneous high test results were reported out of the lab. Affect to pt care is unk. The sample was retested on the same analyzer. Test results were lower. No reports of death or serious injury as a result of this event. This is event 3 of 3 reported by this customer for three pt samples tested on three different dates.